Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that a patient with a implantable cardioverter defibrillator (ICD) implanted, was hospitalized due to unspecified cardiac related complications. A healthcare provider called bsc latitude remote monitoring system support to question why there was no information related to the cardiac event available on the latitude server. Bsc latitude support explained that information is only available after a full device interrogation is performed via the in home communicator. A review of the latitude communication data revealed a large number of failed communications that correspond to the reported date of the hospitalization. Latitude support noted that failed communications can be caused by radio frequency interference in the patients house, or by the patient moving out of the telemetry range of the in-home communicator (which is likely in this case due to the hospitalization). Additional details regarding the time frame when the communicator performs daily interrogations were provided to the physician. The initial information received by boston scientific indicated the implanted system did not contribute to the cardiac complications or the hospitalization. However, it was later determined that the patient had experienced a ventricular fibrillation (vf) episode that was undersensed. The ICD withheld therapy during 3 minutes leading to syncope and subsequently a coma. The episode was terminated by a shock delivered by the system and the patient was admitted to the intensive care unit. Additional information was received indicating that a physician suspected a lead malfunction could have contributed to the event. As result, the ICD and lead were explanted and replaced. The devices are presumed to have been discarded after the procedure. No additional adverse patient effects were reported.